Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by an infusion set failure.

Event description:
On 10/11/2024, an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 10/11/2024. The user had been above 400 mg/dl since on (B)(6) 2024 and was seen at the ER, where they were only given water and monitored for three hours. Afterward, the user was directed to their endocrinologist who administered an insulin shot, bringing their blood glucose down to 205 mg/dl. The user reported that the convatec inset (23", 6mm) teflon infusion set cannula was bent with blood at the site, which could have contributed to the high glucose levels. The user understood and planned to replace the site. They also did ketone testing, with a result of 1+ ketones, and followed their ketone action plan. No immediate health effects were experienced, and the user did not need further medical intervention.